Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance levels as well as oversensing. A lead integrity alert (lia) had been triggered and a fracture in the lead was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found. Analysis revealed that the exposed superior vena cava (svc) and right ventricular (rv) defibrillation coils had become extrinsically distorted due to pulling/stretching/overstress. The exposed rv defibrillation coil had become extrinsically distorted due to kinking/buckling and the distal low voltage electrode of the lead was covered in blood. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that an in-vivo insulation breach or conductor fracture was not observed and that the lead was returned with non-severe explant damage. They also noted that helix extension/retraction and length testing were all performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
Product event summary: performance data collected from the device was received. Analysis of the device memory indicated the impedance trend on the rv(right ventricular) pacing lead was variable and indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 22 ventricular-sics since last session 2.5 days ago and 5 non-sustained tachycardia episodes with cycle length intervals less than 220 ms between (B)(6) 2014. Lead failure predictor triggered on (B)(6) 2014 for lead impedance and ventricular-sics. Rv impedance varies between 500 and 1300 ohms over previous 8 weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.